Event description:
It was reported that right ventricular (rv) lead exhibited high capture threshold and loss of capture. An x-ray exam was performed which revealed the helix was not extended. A lead revision was scheduled for the near future. At this time no changes have been performed, this lead remains in service. No adverse patient effects were reported. Additional information was received detailing that it was discovered that the lead helix was not able to be extended during the procedure. A lead revision was performed and the helix was extended appropriately. The day of the procedure the patient presented a hematoma on the pocked area, which was drained during the revision procedure. This lead remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: adverse event/product problem, outcome attributed to adverse event, describe event or problem field, type of reportable event, device codes, patient codes, impact codes.